Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy procedure, after ballooning, top of sponge fix button was broken. Surgeon used another device however, same issue occurred. The issue was resolved using the third device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the trocar balloons, valve seals and doors appeared to be intact. The obturators were received. The inflation syringes were received. The lock collars were broken. Pmv performed functional testing: the balloons were inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.